Manufacturer narrative:
Investigation review DHR inspect returned samples. *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/25/2019 under wo #(B)(4) and shipped on (B)(6) 2007. Manufacturing record review: DHR 273733 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the unit was received in under RMA #(B)(4) on 04/01/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device was found to meet all visual and functional specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was discarded. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No.

Event description:
During the procedure, the pump cannot reach 40cmhg. 1.any significant delay as a result of the reported condition? There was probably a couple of contractions delay - so about 3-5 minutes. 2.did the physician perform any extra step to complete the procedure / how was the procedure completed? The ob requested to bring forceps. In the end, the birth was complete with reapplication - minimal suction pressure - not even the green zone and coached maternal increased effort with. The pop-off would happen with the regular pull, but the minimal pull and maternal push over a few more contractions (with pop offs) brought the fetal head down and then the ob was able to complete the delivery. Mityone bell cup 10068 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
E-complaint: (B)(4). Incident details surrounding event: during the procedure, the pump cannot reach 40cmhg. Update- the nurse responded to follow-up question as follows- any significant delay as a result of the reported condition? There was probably a couple of contractions delay - so about 3-5 minutes. Did the physician perform any extra step to complete the procedure. How was the procedure completed? The ob requested to bring forceps. In the end, the birth was complete with reapplication - minimal suction' pressure - not even the green zone and coached maternal increased effort with. The pop-off would happen with the regular pull, but the minimal pull and maternal push over a few more contractions (with pop offs) brought the fetal head down and then the ob was able to complete the delivery. Mityone bell cup 10068. E-complaint- (B)(4).